Manufacturer narrative:
G4: 20feb2020 b4: (B)(6)2020. G3: added report source submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08may2020 b4: (B)(6)2020. Front bezel assembly was returned to failure investigation for evaluation. Visual inspection of the navigation ring internal structure revealed that contamination was found that causes the navigation ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported that the navigation ring was not working when attempting to change settings. There was no patient involvement. The manufacturer's field service engineer replaced the front bezel as well as utilized the v60 service manual to complete a software update and the ventilator returned to operational status.